Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered an inappropriate shock, and the patient experienced pain. No changes or additional interventions were reported. The patient¿s condition remained stable.